Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via an company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient's wound had opened up and a revision was performed. The healthcare provider opened it up completely, irrigated and cleaned it out with antibiotic irrigation and closed. The patient would be on oral antibiotics for 6 weeks.